Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 339mg/dl at the time of the incident. Customer also reported that drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test due to loose and protruded drive support disk. The device was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, stained address label and stained serial number label.